Manufacturer narrative:
Evaluation summary: the lot specific to this event is not known; therefore, lot history and device history records reviews were not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received; however, complaints of a similar nature referencing aspiration/suction issues have been received and the most likely root cause is an error during the supplier¿s manufacturing process of the blue aspiration luer on the system manifold. It has been that the blue luer on the manifold is not creating a complete seal resulting in air flow. An action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A materiovigilance referent reported a decrease in aspiration during irrigation/aspiration (I/a) phase. The issue was resolved by replacing the cassette. The issue occurred in the middle of the surgery and increased the time of surgery. No further information is expected. This is one of five reports being filed for this facility. This report refers to the issue that happened on (B)(6) 2016.